Event description:
Boston scientific received information that during normal follow-up, interrogation with this device was not successful. Two different programmers were used however, interrogation remained unsuccessful. The patient was reportedly in atrial fibrillation with an intrinsic rhythm around 90/min; no rhythm changes during magnet application. The patient was released and a device revision scheduled. Subsequently, the device was explanted and returned for analysis. No additional information has been provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was analyzed. A longevity calculation was performed, which confirmed the device had failed to meet longevity expectations. The device case was opened and the battery was replaced with an external power supply. Electrical measurements noted a high current condition. Further detailed analysis isolated the high current condition to a degraded low-voltage capacitor, causing the inability to interrogate this device.